Event description:
A customer reported that during setup for a procedure, the footswitch would not reflux. An alternate footswitch was used to proceed with surgery. A new footswitch was ordered, however, it was later discovered that the footswitch was not the issue. The new footswitch was returned to the manufacturer.

Manufacturer narrative:
The system was examined and the reported event was replicated. A review of the systems event log revealed there were no found system messages (sms) related to the reported event. The footswitch printed circuit board (pcb) assembly was replaced. No samples were returned for evaluation. The system was then tested and met all product specifications. The system was manufactured on september 25, 2006. Based on qa assessment, the product met specifications at the time of release. A review of the customer's complaint history for the last 24 months did not show any previous complaints of this kind against the system. The root cause of the reported event can be attributed to a nonconforming footswitch printed circuit board (pcb) assembly. However, without a sample, component level root cause cannot be determined at this time. (B)(4).